Event description:
Customer reported being hospitalized due to low blood glucose. Customer also stated she had several high and low blood glucose. Troubleshooting was performed and pump appeared to function normal.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.